Event description:
The account alleged the head will not raise and the head is flat. No pt impact.

Manufacturer narrative:
Tech asked the account to replace the head up valve. No further info is available on the repair of the bed at this time.